Event description:
It was reported that the insulin pump is not working. Insulin is squirting out during the manual prime process. The insulin pump alarmed during the prime process. The drive support is loose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.